Manufacturer narrative:
Implant date: not applicable, as lens was not implanted. Explant date: not applicable, as lens was not implanted. Therefore, lens was not explanted. (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during surgery, it was found that the intraocular lens (iol) haptic was defective. The iol contacted the eye; however, it was not implanted. The surgery was completed with a new lens. No further information provided.

Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 12 aug 2022. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint lens was received taped to the lens case. Visual inspection under magnification revealed the lens had a detached haptic and the remaining haptic was damaged. No other defects were observed. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.